Event description:
In 2006, the patient was implanted with four gore tag thoracic endoprosthesis components and four gore excluder aaa endoprosthesis components. Only three gore excluder aaa endoprosthesis components were reported by the physician as actually implanted. This was for treatment of a thoracoabdominal aortic aneurysm. Final imaging showed a potential type ii endoleak which was not treated. A month later, the patient underwent surgical repair of a left groin hematoma due to access site problems. A small pinhole in the anterior wall of the common femoral artery was found and repaired. Another re-exploration and evacuation of the left groin hematoma was done later in the day. In 2007, the patient underwent a reintervention with an aneurx cuff and two additional gore tag thoracic endoprosthesis to repair a type I proximal endoleak from the previous thoracoabdominal aortic aneurysm and non-healing left groin wound. The patient expired three months prior, from congestive heart failure. Further investigation is pending.

Manufacturer narrative:
Please note the additional list of tag devices implanted in this patient: tg3110, tg3720, tg4020.